Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the first stent was placed in the mid segment of the mid saphenous vein graft (svg) to the second obtuse marginal (om2). To successfully treat a small, focal distal stent edge dissection, a second stent was placed (just distal to the first w/minimal overlap) in the mid-distal segment of the mid svg to om2 and the problem resolved. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - the reported dissection is a known adverse event as listed in the no fault risk assessment and xience v instructions for use (IFU). The IFU also states: "implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." In this case, the reported dissection was treated with an additional stent. Although as conclusive cause for the reported dissection and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.